Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis and stent damage occurred. The target lesion was located in the first diagonal artery. After recanalization of the anterior descending artery, a stent implanted followed by angioplasty of the diagonal branch. Predilation of the origin and initial segment of the first diagonal branch was performed using a 2.0mm balloon catheter. A 2.25 x 16 synergy¿ drug-eluting stent was selected but failed to advanced beyond the initial segment of the target lesion. The device was removed and additional predilation was performed using a 2.5mm balloon catheter. The synergy¿ drug-eluting stent was re-inserted from the ostium but could not be advance within the diagonal branch. The device was removed however; thrombus formation was noted at the anterior descending artery requiring thrombolytic administration. When the stent was reviewed following removal, disarrangement of the stent strut was noted. The procedure was not completed. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that angiography was performed which revealed thrombosis. The patient's current status was stable and asymptomatic.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were pulled distally from proximal row 8 over the distal markerband and just over the bumper tip. The undamaged proximal section of the crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that angiography was performed which revealed thrombosis. The patient's current status was stable and asymptomatic.